Event description:
A customer reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. A technical support specialist provided pump reset information and guided the customer through the reset process, after which the error was resolved and the sensor session was successfully started.